Manufacturer narrative:
(B)(4). It was reported after brockenbrough during an atrial fibrillation (afib) procedure, a navistar catheter and subsequently the lasso auto ID catheter which was attached to 20pole a were inserted into the cardiac cavity. None of the electrical potentials of the lasso auto ID catheter could be recorded by the lab nor appeared on the monitor of the carto 3 system, though the carto 3 system recognized the catheter. There was no error message or alert. The following troubleshooting did not improve the situation. Changed the port of the patient interface unit (piu) from 20pole a to b. The issue then occurred on 20pole b instead of a. There was no problem with the 20pole a when another catheter was attached. The cable was then exchanged. Eventually, the issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. Upon request, additional information on the event was provided by the bwi field representative. The signal loss occurred on all the channels, including the 12 leads of the body surface (bs) and all intracardiac (ic) recordings on both the carto 3 system and the recording system at the same time. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. However, during the investigation, an eeprom corruption was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint about the failure on the electrical potentials cannot be confirmed.

Event description:
It was reported after brockenbrough during an atrial fibrillation (afib) procedure, a navistar catheter and subsequently the lasso auto ID catheter which was attached to 20 pole "a" were inserted into the cardiac cavity. None of the electrical potentials of the lasso auto ID catheter could be recorded by the lab nor appeared on the monitor of the carto 3 system, though the carto 3 system recognized the catheter. There was no error message or alert. The following troubleshooting did not improve the situation. Changed the port of the patient interface unit (piu) from 20 pole "a" to "b." The issue then occurred on 20 pole "b" instead of "a." There was no problem with the 20 pole "a" when another catheter was attached. The cable was then exchanged. Eventually, the issue was resolved by exchanging the catheter. The procedure was completed without patient's consequence. Upon request, additional information on the event was provided by the bwi field representative. The signal loss occurred on all the channels, including the 12 leads of the body surface (bs) and all intracardiac (ic) recordings on both the carto 3 system and the recording system at the same time. The signal loss on all channels on both the carto 3 system and the recording system at the same time are indicative of a reportable event, thus marking (B)(6) 2013, as the alert date for this report.

Manufacturer narrative:
(B)(4).